Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a bph surgical procedure at 66,269 joules of use and 18:54 minutes, it was noted that the fiber was broken and forward firing. The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the fiber was not cleaned during the procedure. Patient outcome: "ok". No harm to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.